Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the surgeon performed bha at (B)(6) 2017. The surgeon found dislocation and performed closed reduction and heard a sound. He found dissociation when he took an x-ray. He has never experienced this case and he suspects our product quality. Especially, scar tissue (about 1-2mm) has been formed on the locking ring. The surgeon suspects that the reason for this issue is scar tissue. Has mpo ever received a similar incident?